Event description:
A malfunction alarm with code malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions to the customer, who was able to reset the pump successfully, preventing recurrence of the malfunction. The customer was advised to continue using the pump and to report any future issues.